Event description:
A report was received that the patient had loss of stimulation. The leads were not connected to the ipg header which was confirmed through x-ray. The patient underwent a revision procedure wherein the ipg was replaced. The physician suspected device malfunction with the ipg. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint could not be confirmed. Device passed all cis testing. Device exhibited normal device characteristics.

Event description:
A report was received that the patient had loss of stimulation. The leads were not connected to the ipg header which was confirmed through x-ray. The patient underwent a revision procedure wherein the ipg was replaced. The physician suspected device malfunction with the ipg. The patient was reportedly doing well after the procedure.